Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining erratic glucose (glucm) results for one patient that were generated by the synchron lxi 725 clinical system. The patient's original and repeat glucm results read 47 mg/dl and 77 mg/dl, respectively. The sample was then rerun on an alternate instrument and produced a result of 89 mg/dl. Customer then pulled previous samples and reran on the alternate instrument. The results did not match, thus the results were amended. Patient treatment was not affected in this event.

Manufacturer narrative:
Per the customer, it is unknown when the last glucose channel maintenance was performed. A field service engineer (fse) was dispatched for this event. The fse checked all hardware and found no problems. The fse replaced the reagent because it was at a low level. No root cause could be determined to date for this event.